Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was 134 mg/dl at the time of the call. The customer was assisted with troubleshooting and was informed that the sensor needs to be replaced due to a bent cannula. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer was sent a replacement sensor.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's blood glucose was 80mg/dl and sensor glucose 60, then went into threshold suspend.